Manufacturer narrative:
Implant date: unknown/ not provided. Explant date: unknown/ not provided. Telephone number: (B)(6). The intraocular lens (iol) is not returning for evaluation as it has been discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the intraocular lens (iol) was defective because the haptic was broken. The lol was disposed of and is not available for collection and the customer has no further information available. No patient injury has been reported. No further information has been provided.